Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, due to acute appendicitis, the clip was broken but did not fall into the patient cavity, then it was removed and replaced. There was no patient injury.